Event description:
It was reported that at the patient's first dosing appointment high impedance was seen. It was noted that the patient had not experienced any known trauma that could have caused damage to the vns device, and no patient adverse events were reported. A review of device history records for the generator showed that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician's manual, high lead impedance (>/= 5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No known surgical intervention has occurred to date. No additional relevant information has been received to date.